Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery . The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient complaining of bilateral light sensitivity both indoors and outdoors one month post lasik procedure. Patient reported eyes are burning and difficult to keep lids open. Reporter indicted the patient was placed on bromfenac ophthalmic solution for inflammation. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from reporter indicated the patient symptoms are improving.